Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine sparks and smokes when it is plugged into the power source. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem by visible smoke damage and a burnt power supply due to a minor blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are record in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).